Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The transmitter was removed prior to removal of the sensor pod. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)